Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported that while attempting to ream in a hip case, the inclination and version numbers presented were off. The surgeon noted the numbers and stated that they were off. He also reported that robot "wobbles" if touched. Reported re-registering robot and entire pelvis prior to attempting to re-ream. He also checked the checkpoint and confirmed that the camera arm was stable throughout the case.

Manufacturer narrative:
Reported event: an event regarding inaccurate values/visuals involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: verified arm accuracy, friction constants, transmission, optical compliance and phase to all be within acceptable range. All post on rio touched floor when rob was fully dropped to the group; no wobble. Rio passed all required testing. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise shows no other similar complaints for robotic arm - inaccurate values/visuals. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, the alleged failure mode cannot be further investigated because the relevant log files and session files were not available for inspection, however, a complaint history review provides no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reported that while attempting to ream in a hip case, the inclination and version numbers presented were off. The surgeon noted the numbers and stated that they were off. He also reported that robot "wobbles" if touched. Reported re-registering robot and entire pelvis prior to attempting to re-ream. He also checked the checkpoint and confirmed that the camera arm was stable throughout the case.